Manufacturer narrative:
(B)(4). Information was received via u/f medwatch report# (B)(4).

Event description:
During PICC insertion, the peel-away sheath tab snapped off and was not able to peel away. The sheath component was removed from the catheter intact through one of the natural breakaway perforations but it did not come off in the normal way intended.

Manufacturer narrative:
(B)(4). The reported complaint was reviewed. However, verification testing could not be performed because no sample was returned for analysis. The device history record review performed did not reveal any manufacturing related issues. Therefore, the potential cause could not be determined based upon the information provided and without a sample. No further action will be taken.